Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-94485.

Manufacturer narrative:
The insulin pump had missing segments due to cracked and bleeding lcd glass. The device also had minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Event description:
It was reported the half of the screw went black. Customer's mother had to call back because customer was at school. Customer's mother call back and stated the screen was blank and they are unable to read it. Few months ago the device had a few dotes on it. Blood glucose was 210 mg/dl. New battery was inserted and display did not return. Self test was not performed. The device was not dropped or bumped. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.